Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0064) was removed from service because of a malfunction. It was replaced with endotak transvenous defibrillation lead (0072).